Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a backup alarm failure. No patient involvement reported.

Manufacturer narrative:
On (B)(6) 2017 the field service engineer confirmed the reported problem and replaced the speaker to address the issue.